Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device will not returned for further evaluation; therefore a definitive root cause could not be determined and corrective or preventive action is not indicated at this time. However, the customer was provided with a part number. The customer then confirmed that the device issue was resolved. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator was not operating on battery power and the fuse on the power supply (f301) has blown. As per the customer, the event happened during pre-testing calibration. The customer confirmed that there was no patient associated with the reported event.